Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an event of infusion set tubing detached from connector 2 weeks ago. Patient replaced infusion set and resumed insulin deliveries successfully. No further information was available